Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: " date (B)(6) 2013, inratio 4.5, lab 2.9. Date (B)(6) 2013, inratio 6.2, 6.4, lab 3.4. First comparison: 5 hours apart. Second comparison: 1 hour apart. Therapeutic range 3.0 - 4.0.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Some of the data points provided exceeded 3 hours testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, 9 discrepant result complaints were reported for lot #315091 yielding a complaint rate of 0.023%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.